Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h6 (type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions) additional initial name: (B)(6) a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they checked the logs and replaced the drive manifold assembly (0104-00-0031). Additionally it was found that the pim assembly (0997-00-1178) had cracked and it was also replaced. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e1-event site postal code.

Manufacturer narrative:
Due to characterization limit e1: initial reported name: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump (iabp), there was an autofill failure, it was found during routine check, there was no patient involved.